Event description:
Additional information was provided that loss of rv capture was also questioned. A revision procedure was therefore performed. During the procedure, the physician found that the connections were not tight. The lead was tested through the pacing system analyzer (psa) and checked out fine. The lead was then reconnected to the device and rv lead impedances of 440 ohms were noted. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that pacing impedance measurements continued to fluctuate. Noise was also noted on the rv channel, for which anti tachycardia pacing (atp) was delivered. It was noted that thresholds and shock impedances remained stable. Ts discussed troubleshooting options; however, it was noted that the this would be discussed further as it was felt that intervention was needed at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited increased right ventricular (rv) impedances of greater than 2,000 ohms. Subsequent measurements decreased to 1,778 ohms. It was noted that the physician was aware of this and elected to continue to monitor the patient closely. To date, there have been no reported adverse patient effects related to this clinical observation.